Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance and the smart coil would not advance; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil winds were offset. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the reported resistance. Further evaluation of the returned device revealed that the smart coil pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred during packaging of the device for return to penumbra. While attempting to advance the smart coil through a demonstration microcatheter, resistance was encountered while advancing the smart coil within its sheath and the smart coil could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.